Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 6000 c501 module. For sample ID 127150, the initial na result was 146 mmol/l. The repeat result was 138 mmol/l. For sample ID 127153, the initial na result was 147 mmol/l. The repeat result was 140 mmol/l. For sample ID 127154, the initial na result was 149 mmol/l. The repeat result was 142 mmol/l. For sample ID 127122, the initial na result was 193.8 mmol/l. The repeat result was 140 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was acceptable on the day of the event. The field service engineer (fse) found that there was intermittent spillage cause by a nozzle and a blocked vacuum detergent nozzle in the cuvette rinse station. The fse confirmed sipper and probe alignment, ran mechanical checks, replaced vacuum and detergent tubes, and performed priming and a cell blank successfully. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.